Event description:
It was reported by the customer that in a pyxis medbank system the order were not crossing. The customer reported that this malfunction occurred when user trying to issue gabapentin 300mg medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the order were not crossing. A technical support specialist performed the ns cabinet to restart 15 minutes after the synchronization cabinet restart time to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.